Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module was replaced and returned for investigation. Robustness testing of the received o2 and air gas module has reproduced the described customer issue. The received log files didn't confirm the reported event regarding o2 concentration deviation. A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the reported issue is traced to interaction of several parts within the air gas module. The solenoid inside the air gas module probably had a contributing effect to this behavior.

Event description:
During investigation of the received goods, the ventilator were alarm for o2 concentration low. There was no patient harm. Manufacturer ref. #: (B)(4).